Manufacturer narrative:
One leveen needle electrode was received for eval. A functional eval found that the array could not be extended and retracted, the cannula was found to move freely with the handle plunger. The cannula was found to also be bent slightly. When the array was extended from the cannula it was found to be deformed. The most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally due to excess force applied to the device during use. From the visual eval of the inside of the handle and the flared end of the cannula, it appears that the flared end of the cannula was positioned properly during mfg. A lot history search was performed and found similar complaints against lot number 9690998 for similar issues from different customers. A review of the device history record was performed and revealed no issues related to this malfunction. The august 15- month rf probe complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp that a pt received radio frequency ablation therapy of the lung using a leveen needle electrode. Four ablations were performed at one tumor, and then two additional ablations were conducted at another. The total energy applied at each site was between 12 and 15 minutes with roll-off achieved. Upon completion of the case, it was observed by the physician that the times were slightly deployed approximately 5 mm. It was reported that no pt injury or complication occurred as a result of this event.